Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post catheter placement procedure, the catheter was allegedly broken. It was further reported that fluid was leaking out of the inner cylinder side of the duplex during the process. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a chronic catheter placement, the catheter was allegedly broken. It was further reported that fluid was leaking out of the inner cylinder side of the duplex during the process. Reportedly, the blood was expected to be in between the two layers. However, the current status of the patient was unknown.

Event description:
It was reported that sometimes post a catheter placement, the catheter was allegedly broken. It was further reported that fluid was leaking out of the inner cylinder side of the duplex during the process. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as this is the first complaint reported for this product and lot. Investigation summary: one broviac s/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The catheter body was noted to be split in half until the distal end. The inner lumen was noted to be protruding the opened catheter. The distal catheter segment was not returned. Therefore, the investigation is confirmed for the reported catheter fracture and leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (component, method). H11: e1, h3, h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.